Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted / explanted. (B)(6). Device history records review was completed for part # 03.010.045, lot # 3068607. Manufacturing location: (B)(4), manufacturing date: feb 16, 2009. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported that during a femoral nailing on (B)(6) 2016 while trying to correctly align the nail, the insertion handle was used to move the nail and the little notch bent and is now misaligned. The procedure was completed with a same/like device with no delay and no harm to the patient. Concomitant device reported: nail (part# unknown, lot # unknown, quantity of 1). This report is for one (1) standard insertion handle. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development investigation was performed. The catalog # 03.010.045 lot number 3068607 standard insertion handle was returned and reported to have become bent during surgery. This complaint condition was likely caused by over seven years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint is confirmed. The catalog #03.010.045 standard insertion handle is an instrument routinely used in the suprapatellar instrumentation for titanium cannulated tibial nails system. The device was returned and reported to have become bent during surgery. This condition is confirmed; the distal tang is bent, misshapen and offset approximately one millimeter from its original position. It is likely that over seven years of consistent use and possible rough handling during surgery has led to this complaint condition. The device was manufactured in 2/2009 and is over seven years old. The balance of the returned device is in otherwise fair condition with some markings and discoloration along its length. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.